Manufacturer narrative:
Manufacturer received a letter from an attorney alleging the wheels broke on an invacare rollator, and the consumer sustained unspecified injury. No model and or serial number have been provided by the attorney at this time. Filing solely on the attorneys allegation of an alleged injury. Malfunction is not confirmed. Manufacturer is attempting to obtain product for inspection.

Event description:
When the consumer sat down on the walker, the wheels allegedly snapped, causing him to fall backwards and sustain unspecified injuries.